Event description:
The customer reported that the AED is prompting a battery replace now warning. The customer also stated that the battery pack does not expire until 2028-09-30. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that the AED is prompting a battery replace now warning. The customer also stated that the battery pack does not expire until 2028-09-30. Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.